Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and unable to enter magnetic resonance imaging (MRI) mode. Patient was admitted to the hospital due to unknown reason. No further information could be obtained despite good faith efforts.